Event description:
It was reported that there was an alert on this pacemaker system for right ventricular (rv) lead pacing impedance values greater than 2000 ohms, which was high out of range. Shortly after the alert was posted, the patient went to the hospital. When the device was checked and x-rays taken it was found that both the rv and right atrial (ra) leads had become dislodged due to the patient's twiddler's syndrome. A lead revision was performed where the same leads were re-inserted. During implant testing, there was noise and oversensing on the rv channel, so the physician elected to replace the pacemaker with a new one. The physician noted that the rv port may have been contaminated with bodily fluids. No additional adverse patient effects were reported. Currently, the rv and ra leads remain in service with the new pacemaker.